Manufacturer narrative:
A review of the device history records showed no inconsistence or abnormalities. The inspection records for the incoming assemblies showed no inconsistencies. The device sent back for evaluation was an unopened unused device which was sent back for replacement and not the complaint sample. The returned unopened device was examined and was functional as required. The root cause of the complaint could not be determined because the actual complaint device was not sent back for evaluation. The database for january 2014 through july 2015 does not have any similar issues for the lot number or the product. The complaint device will be evaluated if it is returned for evaluation.

Event description:
One instance where micropuncture broke off in patients vein, and had to be removed under fluoro. Micropuncture hub breaking away from introducer. Inner dilator to introducer "corkscrewed" preventing introduction of wire.